Event description:
A valiant thoracic stent graft system was implanted in a pt for the endovascular treatment of an acute descending thoracic aortic dissection with malperfusion. (MFR 2953200-2010-02336, 2953200-2010-02337) it was reported that the dissection started at an entry tear 2-3 cm distal to the lsca. The traverse aortic arch was approx 33 mm in diameter. During the emergent index procedure the pt had two vilant captivia stent grafts placed without issues; the dissection was excluded. After the tevar, a transesophageal inspection of the ascending aorta showed a 2-3 cm long intramural hematoma in the ascending aorta just above the aortic valve. It was decided to take the pt back to the operating room for an aortic replacement; in the interim, percutaneous aspiration of the pericardium was performed. The pt then had cardiac tamponade, but resuscitation efforts were unsuccessful, and the pt expired. An autopsy showed a 1-2 cm long tear in the aortic intima just above the aortic valve; there was no evidence of the grafts being related to the aortic injury. The investigator assessed the cardiac tamponade to be unrelated to the device, related to the procedure, and unrelated to the dissection. The valiant captivia-ff is not approved in the united states; however, it is similar to the talent xcelerant on the captivia delivery system which is approved in the united states.

Manufacturer narrative:
(B)(4). Evaluation: results: (death), (cardiac tamponade). Conclusions: (cardiac tamponade).